Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed posterior capsule torn upon delivery of lens. Back up lens was used as replacement. Additional information has been requested and received stating the procedure was completed on the same day.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic was bent in the gusset and distal area. The optic was torn from edge towards center. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported posterior capsule torn upon delivery. The cause of the posterior rupture was not provided. A malfunction has not been indicated or information provided that the lens was the cause of the event. Due diligence has been performed in an attempt to obtain further information on this event. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported posterior capsule torn upon delivery. The product has not been received to evaluate. The cause of the posterior rupture was not provided. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).